Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID b35300 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2025.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient elected to have their implantable neurostimulator (ins) replaced before the normal end of life so he wouldn't have to spend so long to recharge his implant. Their recharging session would last 3-5 hours, a really long time. See pe (B)(4) regarding patient comment regarding adjusting stimulation to address tremors.